Event description:
It was reported that after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. The pt presented to the cath lab with an acute myocardial infarction (ami). A taxus stent (unk size) was placed in the proximal/mid left anterior descending artery (lad), overlapping the proximal end of a cypher stent (unk size). The pt developed chest pains the following day and was brought back to the cath lab where the physician found a thrombus where the taxus and cypher stents overlapped. The physician decided to treat the thrombus with percutaneous transluminal coronary angioplasty (ptca). The pt was discharged home with routine maintenance medications. The pt presented to the cath lab again with another ami. The pt had developed another thrombus where the taxus and cypher stents overlapped. It was then decided by the physician to treat the thrombus by placing a second taxus stent (unk size) in the mid lad overlapping the area where the first taxus and cypher overlapped. The pt was discharge home with routine maintenance medications. The pt was again readmitted for an acute coronary syndrome and was recathed after receiving lovenox and integrilin. It was reported that a possible clot may have formed in the lad and may have caused the pt's symptoms and EKG changes. The physician decided that the lovenox and integrilin will probably resolve the clot and that the pt will be managed with medications. No additional intervention was noted.